Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of loss of external power while using the mpu, was confirmed in the submitted log file. The customer submitted a heartmate 3 left ventricular assist system (lvas) log file for review noting that the patient accidentally disconnected the ac power cord from the wall outlet. Technical service reviewed the log file and confirmed the loss of external power events. The controller event log file contained 5 days of patient event data. There was one loss of external power event period with brief intermittent restarts. The event period was approximately 4 minutes. The controller operated on backup battery power during the event. The mpu was the power source before and after the event. The battery capacity (rsoc) indicators and cable voltages corresponded to a loss of mpu output. The customer reported that the mpu ac power cord came out of the ac outlet resulting in a loss of ac power to the mpu. The customer reported that the mpu was operating properly and would be not returned for evaluation. The root cause of the loss of external power events was the mpu power cord disconnecting from the wall outlet. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook - ¿alarms and troubleshooting¿; ¿no external power alarm¿; power cable disconnected alarm and the heartmate 3 lvas IFU 1 ¿alarms and troubleshooting¿; ¿no external power alarm¿; power cable disconnected alarm¿. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable, ac power cord and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a no external power alarm was seen on ventricular assist device (vad) interrogation in the clinic. The patient stated that they had accidentally knocked the ac plug out of the outlet. The alarm resolved once the patient plugged the unit back into the outlet. Log file review captured multiple no external power and low power hazard alarms between (B)(6) 2021. The alarms appeared to be caused by an ac power loss. No malfunction of any equipment was suspected